Event description:
The customer reported a failure to discharge during a cardioversion. This was entered as a serious injury but there is no information available yet as to what impact this failure to discharge during cardioversion had on the involved patient. We are requesting additional information and this investigation remains open.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.